Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that an 840 ventilator had a blank screen. The ventilator was not in use on a patient at the time the malfunction occurred.